Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system did not boot up fully, there was no motion. Appeared to be the pendant. But on arrival, the manufacturer representative checked the system, and it was functioning properly. When trying to get the system to fail, the manufacturer representative found the hand switch caused the deadman to activate. The manufacturer representative replaced the hand switch. The imaging system then passed the system checkout and was found to be fully functional. B01, c13, d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000180, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000194, serial/lot #: -, ubd: , UDI#: ; h6: multiple fdd/annex a codes were reported. A09 was coded for the rotor not being heard to be moving within the gantry like it normally does when being booted up. A110201 was codes for the pendant stuck on initializing system please wait message, and the three progress bars remaining when site pressed emergency stop reset when prompted. H6: multiple annex g codes were reported. G02040 corresponds to concomitant product bi71000529 that comprises the reported event. G04063 corresponds to concomitant product bi71000194 that comprises the reported event. G04090 corresponds to concomitant product bi71000180 that comprises the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant is stuck on the "initializing systems, please wait." The system gets to the point where it prompts them to press the emergency stop reset, but once they reset it the three progress bars remain. The radiation and mobile view station (mvs) connection progress to green checks but the motion control checks just remain on a full green progress bar. The site tried rebooting the system multiple times with no change. The umbilical and dongle appear to be connected properly and have no visible damage. The mvs boots up normally. The site stated that he does not hear the rotor moving within the gantry like it normally does when it's booting up. There was no patient involvement.

Manufacturer narrative:
H2: products bi71000529 and bi71000180 were returned to the manufacturer unused and are not related to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.